Event description:
During an unk procedure, the distal staple line-end of the colon ruptured during the insertion of the circular stapler. The surgery sutured manually. The device was not properly closed. The surgeon saw the open staple line after the firing process. There was no excessive force to fire used. Pt is fine, no further complications. One device returning.